Event description:
Material#: unknown lot#: 305916 it was reported by the customer that the needles are not letting the medication. Rcc received a complaint via phone. Pir attached the needles are not letting the medication push through has had happened a couple of time. (B)(4). Has 4 boxes (B)(4). Would like a closure letter.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
Three photos were provided to our quality team for investigation. The photos show inner area of the bottom part of needle hub. No other information could be obtained from the photos. Furthermore, a device history record review was completed for provided lot number 2003406. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the photo sample analysis the symptom reported could not be confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.